Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 215 mg/dl and 100 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
An adc representative received a report from a hospital laboratory supervisor regarding a patient that had consistently received "high readings" using the hospital's adc precision xtra meter. As a result, the patient's blood was obtained to be tested by the hospital's laboratory. Specifically, a laboratory glucose reading of 1.2mmol/l was compared to the hospital unit's adc meter's reading of "hi" tested within a ten minute timeframe. As the adc meter does not give a numerical value higher than 27.8, the readings of 1.2mmol/l and 27.9mmol/l were plotted on the parkes error grid and the results fell within the "e" zone showing the difference in values is considered clinically significant. The hospital laboratory representative confirmed that the patient was treated based on the laboratory test results and no symptoms or adverse event had occurred as a result of this issue. Due to privacy laws for the country of (B)(6), no patient information was released and no further information has been provided. There was no report of death, delay/mistreatment or permanent impairment associated with this report.

Manufacturer narrative:
As the meter's manufacture's date is unknown, the date documented is the manufacturer's awareness date. Note: the meter is designed to report readings of 1.1mmol/l to 27.8mmol/l (20 mg/dl to 500 mg/dl). It should be noted that this meter does not give a numeric value for readings higher than 27.8 (500mg/dl) a "hi" display message indicates a reading more than 27.8mmol/l(500mg.dl). The hospital's adc meter has been requested back for investigation and a supplemental report will be sent if product is returned and the investigation has been completed.

Manufacturer narrative:
The customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. This is a final report.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. The reading(s) the customer reported were not found in the meter memory. This is a final report.